Manufacturer narrative:
Follow up received 27-aug-2025. B5 has been updated.

Event description:
Follow up received 27-aug-2025: it was clarified that the patient had been prescribed flucloxacillin 500mg, 1 capsule 4 times daily for 10 days for treatment.

Event description:
On (B)(6) 2025 a patient reported they developed an infection at the pod¿s insertion site (site unspecified) while wearing the device between 5 and 24 hours. The patient reported symptoms of irritation, inflammation, swelling, and redness at the infusion site. Additionally, the patient¿s blood glucose increased to greater than 20 mmol/l (360 mg/dl). The patient sought medical attention at a general practice (gp van der brakel krachtenveld 1-01 3893 cd zeewolde) on an unspecified date and was diagnosed with an infection at the pod site. The patient was treated with a prescription for an unspecified antibiotic (route and dose also unspecified). A new pod was successfully placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.